Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol modified kugel (device#1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Recurrence and adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol modified kugel (device #1). An additional emdr was submitted to represent the bard/davol composix kugel (device #2). An additional emdr was submitted to represent the bard/davol ventrio st (device #3). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006:the patient underwent repair of a right inguinal hernia. An unspecified bard/davol modified kugel hernia patch(device #1) was implanted for patient's hernia repair. On (B)(6) 2009:the patient underwent repair of a recurrent right inguinal hernia. An unspecified bard/davol kugel composix mesh (device #2) was implanted for patient's hernia repair. One year after the 2009 hernia repair, patient began having bulging in the hernia area and pain with certain activities that required lifting and carrying, such as certain household chores, carrying groceries, and lifting grandchildren. In addition, patient began suffering from constipation. On (B)(6) 2016: the patient began having severe vomiting and went to the emergency room for treatment. On (B)(6) 2016: the patient underwent repair of an incarcerated incisional hernia . Upon entering the abdominal cavity, patient's surgeon note that there were adhesions to the bowel in a number of places and that the composix kugel mesh(device#2) that had been placed in 2009 was adherent to the small bowel in a number of places. The mesh that was intact to the fascia was left in place and over sewn with vicryl to keep it smooth, and the loose kugel pieces were removed. During the 2016 procedure, a bard ventrio st mesh (device #3) was implanted for patient's hernia repair. More specifically, since the 2016 hernia repair, patient has continued to suffer pain and must be careful to avoid heavy lifting and strenuous activities. Patient¿s hernia mesh complications cause her pain and suffering, physical impairment. The patient has suffered and will continue to suffer permanent pain and suffering, disfigurement, in addition to past and future special damages. As reported, patient suffered, sustained and incurred, and in reasonable medical probability will continue to suffer, sustain and incur the following injuries and damages: physical pain, mental anguish, disfigurement, physical impairment, medical care and treatment due to the alleged defective modified kugel hernia patch (device#1),composix kugel composix mesh(device#2) and ventrio st (device #3).